Event description:
It was reported that when using the bd pyxis¿ es server, patient orders did not cross over from cerner for multiple patients. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple patients order was not crossing. A technical support specialist dialed (tss) into the server, ran the server downtime query and all-received-messages query showed carefusion coordination engine (cce) processing times were delayed. The tss restarted the external messaging service, net.pipe listener service, net.tcp listener adapter service, net.tcp port sharing service, and world wide web publishing service, then server downtime query was run again, and confirmed the cce processing time was current, and the messages were processing successfully. The tss then dialed into the station, checked the station's communication, database, c and d drive, found no issues and also checked the station's uptime which was correct. The system functioned as intended after technical support specialist troubleshot the device.